Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged. An invasive procedure was performed. This lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.